Event description:
It was reported that the units bur and then jam during use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00710.